Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 400 mg/dl. The customer's mother stated that she believed the insulin pump over- or under-delivered insulin. She also noted that she had observed this change since switching from novalog to humalog insulin. She stated that the blood glucose readings would go from highs of over 400 mg/dl, and after treatment with the device, it would drop down to 62 mg/dl; she said this occurred too often. She observed that the insulin pump had multiple low battery alerts in the history and that the battery cap had been very damaged for a while. Advised that a replacement battery cap would be sent. The most recent blood glucose reading was 138 mg/dl. The caller stated she could not remove the battery cap but wanted to wait until her husband arrived. She felt comfortable with the device, as it passed the self test. She advised she would follow up with her son's doctor. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.